Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited far r-wave over-sensing. No intervention was performed. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received noted that the pacemaker was reprogrammed. The patient was in stable condition.